Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the alaris tubing clamp did not engage when removed from the alaris pump. When the handle is lifted, it engages the clamp on the tubing, so medications don't free flow to the patient. This was found while not hooked up to a patient. This is the 5th pump sent to biomed for the same reason over the past month. These are all near miss events. If this were to happen on a patient getting vasoactive medications it could be catastrophic. Near miss, no patient harm." Pump module pivot latch screen was redesigned with improved screw retention resistance to reduce the possibility of the screw backing out. However, it does not prevent it from backing out. Therefore, staff still need to pay special attention." Although multiple requests were made, no further information was made available.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an safety clamp failure was not determined because no products or device logs were returned.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the alaris tubing clamp did not engage when removed from the alaris pump. When the handle is lifted, it engages the clamp on the tubing, so medications don't free flow to the patient. This was found while not hooked up to a patient. This is the 5th pump sent to biomed for the same reason over the past month. These are all near miss events. If this were to happen on a patient getting vasoactive medications it could be catastrophic. Near miss, no patient harm." Pump module pivot latch screen was redesigned with improved screw retention resistance to reduce the possibility of the screw backing out. However, it does not prevent it from backing out. Therefore, staff still need to pay special attention."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the alaris tubing clamp did not engage when removed from the alaris pump. When the handle is lifted, it engages the clamp on the tubing, so medications don't free flow to the patient. This was found while not hooked up to a patient. This is the 5th pump sent to biomed for the same reason over the past month. These are all near miss events. If this were to happen on a patient getting vasoactive medications it could be catastrophic. Near miss, no patient harm." Pump module pivot latch screen was redesigned with improved screw retention resistance to reduce the possibility of the screw backing out. However, it does not prevent it from backing out. Therefore, staff still need to pay special attention." Although multiple requests were made, no further information was made available.

Manufacturer narrative:
Correction : describe event or problem, report source other. Additional information : related report number grid.